Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New noted that the noise oversensing caused inappropriate mode switch.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited noise oversensing. During the explant procedure, the atrial lead was observed to have insulation damage. The lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 20.1 cm to 20.5 cm and 20.8 cm to 21.4 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. Additionally, external insulation abrasion was noted at 5.7 cm to 5.8 cm and 8.4 cm to 8.5 cm from the connector pin consistent with lead friction to the ICD can exposing the outer coil. This is consistent with the observation from the field of noise.